Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number,m7066t507, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 03-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the third of four reports. Refer to 8030647-2018-00207 for the first patient. Refer to 8030647-2018-00208 for the second patient. Refer to 8030647-2018-00210 for the fourth patient. The patient was intubated and connected to a ventilator for respiratory assistance in the neonatal intensive care unit (nicu). When the next assessment and suctioning procedure took place, the catheter dislodged from the thumb control section and stayed behind in the endotracheal tube. The closed suction catheter was removed the patient ventilated and oxygenated and another catheter was placed with the suction process restored and patient stabilized. The saturation levels returned to normal and the patient stabilized with normal ventilation patterns and was doing well. There was no patient injury reported and no medical intervention.

Manufacturer narrative:
All information reasonably known as of 13-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
New information received 03-apr-2018 noted: patient: (B)(6). Age: (B)(6), date of admission: (B)(6) 2018. Date of incident: (B)(6) 2018. Weight: (B)(6). Reported: (B)(4) 2018.